Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with blood glucose value of 387 mg/dl greater than 4 hours. The customer reported hyperglycemia was treated with an insulin pump and manual syringe/manual injection. The event involved product(s) mmt-7040a, mmt-342g, mmt-442ag, mmt-1884. Troubleshooting was performed. The customer reported the battery and battery cap had come out of the pump. On inspection found that pump had large crack on battery compartment side of pump. The damage was affecting/impacting pump functionality. The customer was using the insulin pump within 48 hours of the reported event. The auto mode feature was not active at the time of the event. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No product return is required for mmt-7040a, mmt-342g, mmt-442ag. Mmt-1884 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
The pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08740 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the event date of 05-feb-2026, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 05-feb-2026 listed on smartsolve due to insufficient data in the trace/history files. In further review of the formatted history file 1 week from the event date of 05-feb-2026, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: (B)(6) 2026 06:09:17.000, 01/31/2026 08:20:47.000 (B)(6) 2026 14:59:06.000 (B)(6) 2026 02:04:35.000 (B)(6) 2026 06:45:50.000, (B)(6) 2026 06:55:00.000 (B)(6) 2026 12:36:14.000, (B)(6) 2026 12:37:40.000 failed battery alert/battery failed alarm was found on: (B)(6) 2026 12:36:26.000 power loss alarm was found on: (B)(6) 2026 10:02:32.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2026 at 09:07:58.000. There was no power data available for the event date of 05-feb-2026. Unable to check power data for failed battery alert/battery failed alarm and power loss alarm. No unexpected failed battery alert/battery failed alarm and power loss alarm noted during testing. Sgcalibrationerror (776) was found on: (B)(6) 2026 01:09:54.000 lostsensor1alert (780) was found on: (B)(6) 2026 20:24:00.000 sensorerroralert (801) was found on: (B)(6) 2026 16:27:47.000 (B)(6) 2026 01:17:22.000 sgcalibrationerror2 (838) was found on: (B)(6) 2026 01:31:11.000 (B)(6) 2026 02:14:13.000 sensorexpiredalert (794) was found on: (B)(6) 2026 12:52:20.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sg calibration error, lost sensor alert, sensor error alert, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. However, slight corrosion was found on the battery tube assembly noted. Force sensor zero offset within specification (23.96 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay, a scratched case and a serial number label fading. Cosmetic damage was confirmed at the case - battery compartment of the pump during analysis. The pump passed all the required testing. Unable to verify customer alleged for high bgs. During visual inspection, slight corrosion was found on the battery tube assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.